Manufacturer narrative:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported in addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci result confirms the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Our investigation identified that the user was placing bi's in a basket for processing cycles that has not been validated for use in the v-pro sterilizer; instructions for use for these bi's indicate that they should be placed in a tyvek peel pack pouch during a processing cycle. The steris technician counseled user facility personnel on the importance of utilizing peel pack pouches.

Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patient's per their hospital protocol; no injuries have been reported.